Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. A review of the event history log found no evidence of system error 322 alarms. The evaluator found the device to function as intended with respect to the reported symptom and no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error(low)) alarm. The event happened in biomed service department. There was no patient involvement. No additional information is available.